Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a non-sustained episode and exhibited pacing inhibition due to noise and oversensing on the right ventricular pacing and shock electrograms. It was believed the patient was leaning over a car engine at the time. All lead measurements are stable.